Event description:
It was reported that the device stopped offering the pressure set on the device, it was also reported that it turned off during the procedure. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Manufacturer narrative:
For the investigation the logfile was analysed, the described problem could be reproduced. It was found that on the date of event that the device run on battery and an alarm was generated as the remaining capacity was not more than 10%. At the same time, several entries regarding a problem with the motor were found. The device stopped ventilation, however, according to the logfile, it cannot clearly be determined if the root cause was a problem regarding the battery charge or a problem regarding the motor. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The analysis of the complaint data does not indicate a systematic accumulation of the described symptom. The ffr is monitored in the responsible pqb, in case it is decided that measures are necessary, this is derived from the pqb.

Event description:
It was reported that the device stopped offering the pressure set on the device, it was also reported that it turned off during the procedure. No injury was reported.